Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery of a competitor product, the claw of the stem removal jaw fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One exact stem removal jaw was returned and evaluated. Upon visual inspection there was a fracture between the outer body and the slap hammer connection. A sem analysis was performed and the extractor has signs of superficial wear and the connector fractured off at the weld. The body¿s weld fracture surface shows several locations where the weld penetrated into the substrate less than 1mm. The threaded hole has thread shards and the connector¿s threads show the threads have been sheared off. The connector¿s fracture surface also shows little weld penetration around the perimeter. Granular areas around the outside edges are the bits of weld that fractured, and the shiny areas are where the weld did not penetrate & subsequently fracture. The xrf scan verified the instruments components as 17-4ph stainless steel alloy. The weld fracture surfaces suggest a limited amount of weld penetrated into the body & connector contributing to the premature weld failure which then sheared off the connector¿s threads after the weld fractured. Device history record was reviewed and no discrepancies were found. The probable root cause of the reported issue is attributed to the weld fracture surfaces which suggest a limited amount of weld penetrated into the body & connector contributing to the premature weld failure which then sheared off the connector¿s threads after the weld fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.